Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Customer states that there's a bar you can step on to lock the casters, it's no longer working. The right green button thing will not go down any longer and the legs won't reach the floor any longer.